Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon which was caused by deterioration or breakage of the adhesive (chemical stress/physical stress). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that this phenomenon was attributed to the deterioration due to combined stress such as mechanical stress caused by interference with endo-therapy accessories and chemical attack by chemicals. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that the adhesive around the object lens of the subject device had been peeled off. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.